Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory revealed the device had delivered a 17 joule shock into a shorted lead condition during induction at the implant procedure. The device status was end of life (eol) with a monitoring voltage of 3.06 volts. The device case was opened and visual inspection found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. Laboratory analysis concluded the device reached eol due to external shorting to the device case which caused damage to the internal fuse. We believe the open/damaged fuse prevented the high voltage capacitors from charging within 45 seconds, causing the device to declare eol.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), with another manufacturer's chronic defibrillation lead, a shorted lead condition was observed during induction testing. The patient was externally shocked to convert the rhythm. Technical services discussed a possible lead issue and recommended replacing the lead and device. The lead was then replaced and induction testing was again attempted with this device. A charge time of 45 seconds was observed and the device declared end of life (eol). Technical services again recommended replacing the device. A new device was then implanted with no further complications. No adverse patient effects were reported.